Event description:
It was reported that the patient was inserted a PICC line on (B)(6) 2013. On (B)(6) 2014, when the nurse did regular maintenance, the patient complained of pain. So the nurse pulled out of the catheter and found there was leakage 2.5cm above the insertion site. So she changed another PICC and finished the whole process. A new catheter was placed.

Manufacturer narrative:
The complaint of catheter leak was confirmed, use related. The product returned for evaluation was a 4frs/l groshong nxt clearvue PICC. A circumferentially aligned split in the catheter was observed between the 36cm and 37cm depth markings. Microscopic examination of the fracture surface showed that the fracture edges had been worn and rounded. The fracture surface was likewise polished and smooth. The affected catheter segment was segregated away from the sample and bisected longitudinally for further examination. Cuts/markings were seen on the inside fracture surface which did not extend to the outside catheter surface. The observed damge was likely initiated by a stylet puncture during the insertion procedure. Stylet damage is a known issue which is discussed in the IFU. A lot history review (lhr) of rexc1498 showed two other similar product complaint(s) from this lot number. Both complaints for this lot number (rexc1498) have been reported from one (B)(6) facility.